Manufacturer narrative:
Pump received with stripped battery cap coin slot noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Keypad connector was inspected and locked on lcd board. Pump passed self test. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons was sticky and hard to press. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the insulin pump had unexplained and random no delivery alarms, haziness on the screen. Customer also states that piece of reservoir was missing. The insulin pump will not be returned for analysis.